Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right atrial (ra) lead exhibited sudden high out of range pacing impedance measurements greater than 3,000 ohms. The field representative suspected the lead may be fractured. Technical services (ts) reviewed and found a corresponding decrease in ra amplitude measurements. Oversensing of ra noise was observed in atrial tachy response episodes stored. Additional information has been requested but was not provided at this time. This ra lead remains in service. No adverse patient effects were reported.